Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by vyaire field service has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported an unresolved 'transducer fault" alarm display message, while in patient use on this ventilator device. The customer stated no patient harm or injury was associated with this reported event. The customer requested an onsite vyaire service evaluation.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the reported complaint could be confirmed but unable to be duplicated. The pt802 transducer faults are recorded in the events log, but successfully calibrated.